Manufacturer narrative:
The customer reported the AED would not power on and the asi is flashing red with a replacement battery pack. The maintenance schedule is reported as monthly. The pads connected to the AED had expired in 2022. The customer inserted a new battery pack, cleared the service code warning, the asi isflashing green and the device is functioning as designed; okay to remain in service. Advised the customer to leave new bp in the AED and hold original battery pack for further review. Advised the customer to dispose of previously connected expired pads. Reviewed proper maintenance of the AED. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported the AED would not power on and the asi is blank. The reported event did not occur during patient use.